Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Of note, this patient also had a tmvr approximately three months after this procedure. Please reference MFR report #2015691-2018-05005.

Event description:
It was learned that this patient with a 3300tfx 23mm aortic valve, implanted for approximately eight (8) years, underwent a valve-in-valve procedure due to aortic valve stenosis. A tavr was performed.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.